Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar to perform failure analysis. The instrument was analyzed and upon visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, energy delivery, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. The instrument passed energy delivery. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. Th instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.60mm. The grips were not found to be cracked. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument stopped working in the middle of the case and jaws wouldn¿t open and movement became stalled. The customer also had a difficult time removing the arm out of the robotic trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was difficult to remove but was ultimately extracted without increasing the port incision or removing the cannula together; no visible damage or missing fragments were found, and the issue was resolved by replacing the instrument.